Event description:
A distributor reported on behalf of a healthcare facility in south korea that a rt380 adult dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) in new zealand for investigation. Our investigation is therefore based on the information provided by the customer and our knowledge of the product. Results: the healthcare facility reported that a rt380 adult dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. Conclusion: without the return of the complaint device, we are unable to determine the cause of the reported event. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."